Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported the atrial port internal receptacle was pushed in and damaged. The external pulse generator was returned for service. There was no patient involvement.